Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent a rotator cuff repair procedure on (B)(6) 2015. During the procedure, the anchor fractured during insertion. A different anchor was used to complete the procedure without delay. The same hole was used for the second anchor.